Event description:
The technician found the bed with a note stating the bed exit is not working. No patient injury reported.

Manufacturer narrative:
The technician found the bed exit functions as designed and the cause for the allegations is user error due to the bed not being zeroed out. The technician zeroed the bed to resolve the issue. Based on this information, no further action is required.